Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 554 mg/dl with symptoms of excess urination. The reporter stated that the patient had remained on the pump at the time of the call. The reporter stated that the patient received unspecified treatment. During the course of troubleshooting the reporter noted that the patient was not filling up their infusion set properly. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the pump.